Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose level of 28 and 39 mg/dl. Customer stated that the insulin pump had critical pump error alarm. Customer stated that the insulin pump had open book image. The insulin pump will not be returned for analysis.